Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation were performed. All parts were manufactured per specification and all raw materials met specification. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot d15122674. A manufacturing record evaluation were performed for the finished device 1217-40-500, lot number d15122674, it was manufactured on 30-dec-2015. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. Device history review: a manufacturing record evaluation were performed for the finished device 1217-40-500, lot number d15122674, it was manufactured on 30-dec-2015. (B)(4) parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head of bone screw broke off from the rest of the bone screw. It was removed from the patient and discarded. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.